Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 1627487-2023-00359 and 1627487-2023-01356. It was reported that patient's lead and both extensions were exhibiting high impedances. Surgical intervention was undertaken in which the lead and both extensions were explanted and replaced to address the issue.